Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the cause of the stimulation issues has not been determined and the patient was reprogrammed with their healthcare professional (hcp) at an office visit on (B)(4) 2018. In result, the patient was receiving adequate therapy coverage and will see their hcp for a follow-up appointment if needed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was complaining of intermittent stimulation. The rep stated that it did not appear to be correlated to a certain position, as it would happen in all positions. They noted that cycling was not enabled, and impedances appeared normal. The rep reported that when stimulation was felt, the patient would get good coverage in the back and the legs. They stated that it did get too strong occasionally during programming today. During the call, the patient was bent over with their elbows on their knees and their head bent. They stated they had stimulation for a solid six minutes. They reported that just as the patient said that, they lost stimulation sensation. The patient was redirected to follow up with a healthcare professional. No further complications were reported. Follow up was conducted.